Manufacturer narrative:
It was determined the cause of the reported issue was the worn on/off button was worn. The main keypad was replaced to resolve the issue.

Event description:
A customer contacted physio control to report that their device would no longer properly respond to on button press. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio control evaluated a customer's device and verified the reported issue. After the main keypad assembly was replaced, a proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio control to report that their device would no longer properly respond to on button press. There was no patient use associated with the reported event.